Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on a competitor's right atrial (ra) lead along with temporary high but not out-of-range ra impedance measurements. The noise was not oversensed by the ventricular channel. The patient was asymptomatic and attempts to recreate the noise were unsuccessful. Boston scientific technical services (ts) suspects a ra lead issue. The physician elected to monitor the patient. No adverse patient effects were reported. The device remains in service.

Event description:
New information received indicates that the ra impedance measurements have exceeded 2,000 ohms.